Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: [translation] the service declares that: while taking out the surgical piece through the sleeve of this trocar, and putting back this sleeve in the incision, the surgeon noticed that a piece was missing, the surgeon checked the whole abdominal cavity and cleaned it with 3l of physiological serum. Additional information from product complaint form received on 06dec2022: during specimen retrievement through the canula a piece of canula broke. Type of intervention: the surgeon checked the whole abdominal cavity and cleaned it with 3l of physiological serum. Patient status: ok.

Event description:
Procedure performed: exploratory laparoscopy event description: [translation] the service declares that: while taking out the surgical piece through the sleeve of this trocar, and putting back this sleeve in the incision, the surgeon noticed that a piece was missing, the surgeon checked the whole abdominal cavity and cleaned it with 3l of physiological serum. Additional information from product complaint form received on 06dec22 via email: during specimen retrievement through the canula a piece of canula broke additional information received from applied medical representative via email on 19jan23: [translation] the procedure was an exploratory laparoscopy. There was no difficulty in placing the trocar. The procedure was as described in the osiris. In spite of a thorough washing, the fragment was not found. Type of intervention: the surgeon checked the whole abdominal cavity and cleaned it with 3l of physiological serum. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula tip. Based on the condition of the returned unit, it is possible that the broken cannula tip was due to an object or instrument coming in contact with the cannula tip and/or excess force exerted on the cannula tip. It is also possible that the cannula material was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.